Manufacturer narrative:
Corrected information was provided in b.2 previously submitted outcome reportable malfunction has been removed. Additional information is provided in sections h.6 and h.11. The product under investigation is not a serviceable device. Therefore, a service record review was not performed. There was no equipment returned for testing. Based on the information obtained, the root cause of the reported event is inconclusive. Specific product identifiers (lot number) were not provided and could not be determined at this time. However, all device history records are reviewed prior to product release to ensure the product was manufactured in compliance with the device master record and meets release criteria. A review for complaints reported against this lot number cannot be performed as the lot number is unknown. The system was found to have no problem. Therefore, the root cause of the reported event is inconclusive. Manufacturer will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that during surgery, patient experienced posterior capsule rupture while removing cortex with the irrigation aspiration handpiece. It was noted that the suction port of the irrigation aspiration tip was damaged, likely due to a burr on the tip. Surgery was completed on the same day with an alternative tip and by changing the type of intraocular lens (iol) from a single-piece iol to a three-piece iol, which was scheduled for insertion.